Event description:
Pt sample repeatedly gave low (below cut-off) results on troponin I inconsistent with creatine kinase and creatine kinase mb results on this pt. Physician questioned why troponin would be normal and ck would be elevated.